Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported that the patient had some weirdness going on after an ins replacement in (B)(6) 2015. Their eyes would go to the side of their head and their head would twitch. An eeg was performed at the time and it was not thought to be a seizure. It was noted that the patient wasn't having the symptoms at the time of the eeg. It was thought to be encephalopathy or ¿something like that.¿ the patient stayed in the hospital and went through re-hab. No further complications were reported.